Event description:
On or about (B)(6), 2023, plaintiff underwent removal and replacement of the angio dynamics smartport dual lumen vortex port. On (B)(6), 2024 the plaintiff returned to (B)(6) hospital complaining that the port site was leaking and painful. Insertion of a "right vortex chest port", an angio dynamics vortex port, ref (B)(4) was then performed.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).